Manufacturer narrative:
Stretcher located in bed repair. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Report alleges when the brake is set the casters will not roll but it will still rotate around. There was no reported injury or incident.